Event description:
Healthcare professional reported "lymphatic gland was swollen...silicone gel was confirmed. The prosthesis was ruptured and the gel leaked to the armpit side" against left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphadenopathy and silicone migration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy and silicone migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, d6b, g2, h6.

Event description:
Healthcare professional reported left side ¿swelling, pain and lump in the armpit¿. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Based on the device analysis grid, the assessments of the complaint are: silicone migration: unable to observe as it is a medical event not related to the device. Rupture: observed an opening assessed as a surgical impact opening (shell thickness whiting to spec). Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Stress mark observed on the device. Red particles observed in the gel.

Event description:
Healthcare professional reported "lymphatic gland was swollen...silicone gel was confirmed. The prosthesis was ruptured and the gel leaked to the armpit side" against left side. Healthcare professional also reported left side ¿swelling, pain and lump in the armpit¿. Device has been explanted.